Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient inadvertently left blue needle cover on insertor needle on (B)(6) 2024 after insertion. No further information was available.